Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 30 mg/dl. Customer was treated with intravenous unspecified fluids and released from the ER 3 hours later. Upon being released from the ER customer¿s bg level was 120 mg/dl and customer was in ¿stable¿ condition. Reportedly, the pump did not deliver insulin as intended. Customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections and declined to provide any additional information.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 42-52 mg/dl were recorded by continuous glucose monitor (cgm) from 4:45:13pm to 6:20:13 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:45:13 pm. Blood glucose (bg) values from 44-50 mg/dl were recorded by continuous glucose monitor (cgm) from 8:10:13 pm to 8:35:13 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:10:13 pm. On (B)(6) 2020, at 2:49:44 pm and 2:52:09 pm, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. A tubing fill of size 17.9 units was observed on (B)(6) 2020 at 3:01:54 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.